Event description:
A patient reports while activating a pod the cannula had not deployed and the pods pink slide did not move forward. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Timeouts and drive stalls were observed in the download data. An 0x5f alarm was generated, indicating open ground at the hook switch. A drive stall occurred during second prime. The pod delivered 56 priming pulses, of which 46 were in first prime. A dip in pulse widths was observed in conjunction with the drive stall, indicating a failure to detent the ratchet gear. The 0x5f alarm was generated after priming had concluded. The pod was reran both times, with timeouts and drive stalls in both. In both reruns, the hook talon was observed failing to detent the ratchet gear. No damages or deficiencies were observed that would contribute to the failure to detent or 0x5f alarm. The cause of both events could not be conclusively determined.